Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as a pinhole leak was observed on the channel tube, which has caused water tightness to be lost. A shaved electrical connector caused water tightness to be lost, a sheet holder was corroded due to water leakage and the electrical connector was dirty due to water leakage. In addition to the findings reported, due to a worn angle wire, the bending angle in the up/down and left/right directions did not meet specification and a worn forceps elevator lever, the up/down knob could not be locked securely. Cracks were found on the grip and scope body, chips were found on the right/left knob, objective lens, the adhesive around the objective lens and the adhesive around the bending section cover. The scope cover was deformed, and the forceps control lever was damaged. Scratches were found on the light guide lens and the universal cord, discoloration was found on the air/water and suction cylinders, the connecting tube was buckled, and the light guide adhesive was worn. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking. During inspection and testing of the returned device, there was a gap between the acoustic lens and ultrasonic probe, a deep cut on the probe unit and a crack on the distal end. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the gap between the acoustic lens and ultrasonic probe, a deep cut / damage to the probe unit and a crack on the distal end occurred due to device handling. The root cause of this event was unable to be identified. The following is included in in the instructions for use: ¿do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.